Manufacturer narrative:
Concomitant medical product: zimmer femoral head catalog# ni lot #ni; zimmer head , catalog# 00801803604 lot # 61350169; zimmer shell, catalog# 65875305401 lot # 62566962; zimmer liner catalog# 00875201136 lot # 62479127. (B)(4).

Event description:
Patient underwent right hip revision procedure approximately months post-implantation due to periprosthetic femoral fracture . During the procedure, the femoral components were removed and replaced.